Manufacturer narrative:
An internal biomérieux investigation was conducted. Results are as follows: a difference of quantification up to 1 log and sometimes more than 1 log was observed. As the downstream applications are qualitative and/or quantitative, the decrease of performances in downstream application could lead to: · a risk of false negative for qualitative tests, · invalid results when extracted and amplified internal control is not within specifications, · under-quantification for viral load results for quantitative tests we have confirmed the issue for the following customer's application specificity: · impact when using a high sample input volume, from 200¿l and up to 1 ml · impact when double stranded nucleic acid applications with small (<40kbp) and medium genome sizes (<to 1200 kbp) are searched with real time pcr assays- i.e. Dna viruses, are more impacted than human genomic dna and bacterial applications ( >to 1200kbp). · single stranded rna virus applications were not impacted, excepted if rna was extracted without matrix (e.g. In water). This part of the investigation was carried out on a panel of worst case downstream applications but cannot guarantee to cover all customers application techniques. No significant impact has been highlighted for the ivd nuclisens easyq and argene real time pcr kits validated with the nuclisens easymag and minimag extraction systems. The root cause has been identified on raw material production from a supplier. The use of these recent lot numbers of magnetic silica (magsil) has solved the issue. In parallel to the release of new silica batches, the shelf life /stability of those batches were verified in order to confirm that no degradation of quality performance. As mentioned in the easymag user manuel, the use of an internal control is recommended in order to detect potential nucleic acid extraction issue. The design of the internal control has to be as close as possible of the requested target's design in order to be the more efficient. A field safety corrective action (fsca) 3037 has been issued to impacted subsidiaries/distributors to notify affected customers of this issue.

Event description:
A customer in (B)(6) notified biomérieux of a performance decrease for extraction results associated with the nuclisens® magnetic silica using an input volume of 300 ¿l. The customer reported that patient results were affected, incorrect results were not communicated to a physician, and a patient was not harmed or mistreated. There was a delay for results of approximately 3-4 days. The customer indicated that extractions worked when retesting with magnapure. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was conducted. Results are as follows: two (2) complaints were received from the same customer. The issue concerned a loss of performances on downstream amplification of cmv using a homebrew pcr. The customer performed extraction with easymag, endpoint amplification for cmv ul54 and ul97 genes sequencing (amplification of long fragment > 2500 pb) and verified the amplification in a gel, then the amplicons were sequenced for searching gene resistance. The customer obtained no band with easymag extraction while extraction performed using magna pure worked fine. The extractions were made from whole blood samples using the v3 protocol with silica premix. Testing was conducted to identify silica batches suitable for the sensitivity required by the customer (500 copies iu /ml). Then those silica batches were shared with the customer for testing in their laboratory. The first results obtained by the customer were inconclusive. Another silica batch was sent to the customer. Due to a shipment issue, testing was delayed. No additional feedback was received from the customer regarding testing of the subsequent batch. Biomérieux conducted the following tests internally as part of the investigation: extraction from 2 specimens : whole blood and plasma . Extraction on two systems: magna pure and easymag. Extraction with silica from different raw materials ( 3/14 ; mix ms3/hs1 = z018ba1ms ; 19/16 ; 23/16 ; 22/16; 34+35/16 (z018gb1ms° ; 7/16; the three new silica raw material from new tank (merck) (8/17;11/17;12/17) ; 30/16 ; 33/16; 31/16+34/16 and silica from solvay 17pdf010 z018ca ms. Test on viral loads corresponding to 105, 104 , 103 and 5.102 copiesiu /ml. Amplification of ul54 and ul97 genes . Comparison between v1 protocol and v3 protocol for whole blood samples. The results of the internal testing is as follows: good amplification of cmv ul54 and ul97 genes from plasma, whatever the silica batches. For whole blood samples : better amplification, more reproducible, after extraction with v1 than with v3 protocol and most of silica batches does not give good results. The better results obtained is with the solvay batch z018ca1ms but this silica is still not available on the market (planned to be launched in december 2017). Only one silica raw material with new tank (8/17) gives acceptable results out of the 3 batches already manufactured. The result for z018ca1ms prove the best results. Colored eluates impacted the amplification. The v1 easymag extraction protocol gives almost better results for this application than v3 . Results obtained with silica z018gb1ms were acceptable internally at biomérieux but the resulters were not acceptable at the customer site. Among available silica batches for the field, silica z018ga1ms (= z018gb1ms) works fine for the customer application. R&d proposed the customer to test silica z018gb1ms, still available for the field. The customer accepted to test the proposed silica batch z018gb1ms but did not succeed in its laboratory to have concluding results. Another testing time was proposed (mid june) to test the solvay silica batch z018ca1ms, the results of the test were not acceptable. Based on the results of the investigation, the issue is likely linked to the bet value of the silica. Only one silica batch that works properly during internal testing at biomérieux which is a batch with a high bet value. The cmv sequencing application needs eluate with high size of nucleic acid fragments. The silica batches with low bet ( which means larger particle) resulting in a higher shearing of the nucleic acid and so generate smaller nucleic fragment. The smaller nucleic fragments do not impact real time pcr applications because amplicons size are low (between 100 to 300 nucleotides) but can impact pcr for sequencing which amplifies nucleic fragments between 2500 to 4000 nucleotides. The customer uses another extraction system to perform this application and is waiting clear evidence that the issue is addressed.